Event description:
Patient was revised because of pain, osteolysis and poly wear.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Review of the device history records for the tibial tray and femoral components did not reveal any anomalies. Product information required to review the device history records of the reported patella and tibial insert components was not provided. The investigation could not verify or draw any conclusions about the root cause of the reported event without the products to examine. No corrective action required. In addition, the product codes are discontinued items.